Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to check various components of the pump, clean specific areas, and follow on-screen instructions to resolve the issue. Ultimately, the customer was able to successfully load the cartridge and resume insulin delivery.